Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an elective replacement indicator (eri) message displayed on their patient programmer. The patient had been under the impression the battery was supposed to last 10 years, as they had been implanted about 4 years ago. No patient symptoms or further complications were reported as a result of this event.